Event description:
The complainant reported a 78 year old female patient presenting with post cardiotomy cardiogenic shock for impella support. During support, the patient developed ischemia in the impella inserted limb. An antegrade sheath was administered as intervention and the issue resolved.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.